Manufacturer narrative:
The monopolar curved scissors instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the scissors cut cleanly through .006 latex upon placing the instrument on an in-house system. The latex did not get snagged at the scissor tips. The blade edges were not damaged. Failure analysis investigation also found that the distal end of the instrument's main tube had a scratch mark with light material removal. The scratch measured approximately .182 - .065 in length and was not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the additional observation of the main tube scratch with missing material could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci salpingectomy procedure, immediately upon using the monopolar curved scissors instrument, the surgeon complained they were dull, finished case with these scissors. There was no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.